Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6)

Event description:
The customer reported info central local database displayed a speaker malfunction inop error message and was unable to emit audible sound. The device was not in use on a patient at the time of the event, there was no patient involvement.

Manufacturer narrative:
Philips was unable to confirm the final disposition of the device because the customer was considered to have refused service, due to not responding to the service quote. Therefore, based on the information available, the complaint allegation cannot be confirmed and the cause of the reported allegation is undetermined. If additional information is later obtained, the complaint will be reassessed and updated accordingly. The investigation concluded that no further action is required at this time. If additional information is received the complaint will be reopened. A good faith effort was performed to obtain the serial number of the affected device, but no information was provided by the customer.